Manufacturer narrative:
(B)(4). The customer replaced the screw of the table mount arm bracket with a longer screw which resolved the reported issue. The old screw was thought to be thrown away and will not be returning to carefusion for an evaluation. The device is currently working without issue. If more information becomes available a follow up will be submitted. Carefusion continues to track and trend any incident related to this issue. (B)(4).

Event description:
The customer reported the arm of the table mount became loose because the screws were too short. The arm never fell off because the staff tightened the screws 2-3 times per week. There was no patient involvement.